Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A technician reports suction break that affected 4 pt interface cones. No pt injury reported.